Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator for peripheral causalgia. It was reported that the patient had not charged in about six months as of (B)(6) 2016 and she thought her ins was dead. The patient lost the power cord and had not recharged. The patient was to follow-up with a healthcare professional, and it was noted that the patient had a pain physician. No symptoms were reported. The issue began in 2016. A replacement alternating current power cord was ordered. Additional information was received from the patient. It was reported that she got the replacement cord and charged the recharger, but she couldn't recharge her ins. The ins was thought to be over-discharged. Additional information was received from a manufacturer representative (rep). Over-discharge was alleged. The rep met with the patient on (B)(6) 2016, and they did a physician recharge mode (prm) which got the patient¿s implant out of over-discharge. The patient had been recharging for an hour and a half and the ins was still charging the first quarter. Once the rep tried to interrogate to clear the power on reset (por), the ins showed that it was depleted. It was noted that the last successful recharge was nine to ten months prior to (B)(6) 2016, and that the patient didn't need stimulation. Additional information was received from the rep. It was reported that the rep was able to clear the por and the patient was able to resume normal recharging. Additional information was received from the rep. It was reported that since the prm was performed, the battery had been acting erratically. It took ten hours to charge and then depleted in two days. It then took two and a half hours to charge, and when the programmer tells her to charge it can charge in 15 minutes. The rep was not first whether or not this had been the first over-discharge. It was noted that the patient had the device turned off for 10 months and maybe that was why the patient had extra time before end of service (eos) since the ins had been implanted for over nine years.